Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat a low blood glucose (bg) level of 45-49 mg/dl, cause was unknown. Customer required assistance to retrieve carbohydrates and glucose tabs. Customer went to the emergency room for observation, due to the low bg. Customer was released that same day with the issue resolved and no permanent damage. No pump or supply issues were identified.